Manufacturer narrative:
No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a cervical spine procedure. It was reported that when the site attempted to take 3d images for confirmation after installing the screw, there was a loud abnormal rattling during 3d imaging and the imaging stopped. The imaging was stopped, and the door was opened and took out from the bed, an overheat message appeared and an alarm sound was generated from the image acquisition system (ias). The blue x-ray led on the right was off. When looking into the gantry, it was found that the white cable of the bulb part came off. After power was turned off, a rotation was performed and the cable was connected manually by the radiologist, besides, the connector of the led was also connected since it was disconnected. After that, when the power was turned on, the display of door open did not disappear, and when an attempt was made to open and close the gantry door manually again, a cracking noise was heard and black plastic parts dropped off. After that, the gantry door stopped working at all, and it could be neither open nor closed. There was a reported delay to the procedure of less than one hour. There was no reported impact to the patient. The guide fell off due to the damage of the guide screw of the door wire, and the door wire was entangled in the winch and it did not move. The issue was resolved by unwinding and rewinding the door wire and reworking the guide. Although the door wire was damaged, there is no domestic stock, so the winch will be replaced after arrival of the replacement.

Manufacturer narrative:
Manufacturer contact information updated. A manufacturing representative went out to the site to preform a system check -out. It was noted that the cable grade was diminished. However, due to pandemic restrictions, it will have to be replaced at a later date. There were no parts replaced at this time. 180 and 4315 are associated with system check out. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2, h3, h6: the winch cable was replaced on the system, and the system passed checkout. Previously reported codes 10 and 180 are applicable, as is code 4307. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2 continuation of d11 part number: bi71000429, serial number rev. 3 : s/n (B)(6) section e was updated accordingly h3 door winch was returned and analysis was completed. It was noted that they were able to confirm the alleged complaint. There was a faulty motor assembly. Initially the motor assembly passed visual inspection. But when they performed the motor isolation test, it failed. The motor isolation shows signal wires have an internal short. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.